Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, patient's receiver would not turn on. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.